Event description:
A caregiver (cg) contacted baxter's technical service center to report a patient death. The cg stated the patient's death was not related to the homechoice device. There were no allegations against any baxter products. The following information was obtained by global pharmacovigilance: this is a spontaneous report by a consumer with supplemental information by a nurse from the USA of death in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter technical service, the patient's wife stated that the patient died. Upon follow up with the patient's daughter, who is a nurse, the cause of death was unknown. Dianeal therapy was ongoing until the time of death. An autopsy was not performed. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The device passed the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. The device event log recorded patient therapy data from (B)(6) 2011 and did not reveal any failures, malfunctions or increased intraperitoneal volume (iipv) events that could have caused or contributed to this report. A review of the device history record and service history record revealed no issues related to this report. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted if additional information becomes available.